Event description:
It was reported, air bubbles were present during the purge; hemostatic valve failure. There were no reported pt consequences.

Manufacturer narrative:
One introducer was returned for eval. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Visual inspection of the returned introducer revealed a kink in the shaft. Functional testing revealed a leak at the hemostasis seal within the hub. The hub was dissected and found to have a tear in the inner seal. The st. Jude medical instructions for use (IFU) state, "do not remove dilator or catheter rapidly. Damage to valve may occur, potentially compromising hemostasis". Date report submitted to FDA by MFR: 10/15/2009. Date the initial reporter provided the info to the MFR: 9/29/09. The following dates are estimated. Only the month/year is known.